Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was all sweaty and the sensor came off. Customer's blood glucose was 400 mg/dl at the time of the incident. Caller stated that the customer does perspire heavily. Caller stated that it is very humid and the customer was hot yesterday. Caller stated that troubleshooting was not needed since it was due to the site falling off. Caller was advised that a replacement will be sent.